Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-02016. It was reported the patient had high impedances on one of their leads therefore were unable to set their ipg to MRI mode. Surgical intervention may take place at a later date to address the issue. Note: it is unknown which lead has the high impedances, as such both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-02016.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient underwent a successful scs trial. The patient will proceed with scs permanent implant and at the same time of that procedure will have his drg system removed to address the issue.

Event description:
Additional information received indicates the patient had their drg system explanted to address the issue. A scs system was then implanted.